Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump has been getting blank displays for about a week. Customer's blood glucose was 9 mmol/l. Troubleshooting was performed and the display didn't return, after the customer had inserted a new battery and cleaning the battery compartment the display didn't return. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump has normal operating currents. No damage found on the lcd isolation tape noted. However, the insulin pump was received with cracked reservoir tube lip.